Manufacturer narrative:
One cadd ms3 pump was received for the evaluation of the reported event. The pump was received with both seals intact. A manufacturing device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The error history log, ehl, showed no evidence of the reported issue. To further investigate the reported event, a functional test and visual inspection were performed and the reported issue was confirmed. During testing and inspection, the device was found to have lost programming due to the fact that it cannot hold all programming after 2 days without power from the battery. It was found to be battery issue. Therefore, the aaa battery must be replaced as soon as possible after the pump gives low battery notification as mentioned in operator's manual and notification of change information providing with the pump.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device lost programming. It is unknown if there was a patient involved.

Manufacturer narrative:
Other, other text: additional information: b3, b5, and h6 ( patient code).

Event description:
Additional information received indicated that there was no patient injury.